Event description:
During the implantation of intraocular lens, the doctor noticed the cartridge broke. Doctor stated that the lens was implanted successfully and there was no injury to the operative eye. The cartridge: monarch--d, alcon, ref.#(B)(4), lot#32425176, exp. 2020-11.